Manufacturer narrative:
(B)(4) date sent: 7/16/2025 d4 batch #: y70564 . Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the tissue pad damaged, with a staple embedded. In addition, the blade tip was noted to be broken off and the remaining portion was returned. The device was disassembled to verify the condition of the internal components and no anomalies were found related to any heating of the device . If the device is activated across a clip, staple line, or other metal in the jaws, the blade and the tissue pad could get damaged. Subsequent activations may increase the severity of the blade damage. Once minor blade damage has occurred can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch y70564 and no non-conformances were identified.

Event description:
It was reported that, during uniportal vats of right lobectomy, an unknown error occurred 2 hours in the middle of the procedure, and the device could not be used. It was found out that staring at the device, the blade was folded. After that, a piece of the broken blade was found on the instrument table. It was said by the nurse that the blade might have been folded because when the device returned to the instrument table, the device heated up hard and returned it by throwing, not passed by hand. The doctor wonders why the blade was folded although the device was used as usual, and guesses the problem is on the device itself. A competitive device, liga sure, was used and the procedure was continued. No pieces were fell into the patient. Another competitive device was used to complete the case. There were no adverse consequences to the patient. No further information is available.